Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with complaints of diaphragmatic stimulation and shortness of breath. Upon interrogation, intermittent ventricular capture and low pacing impedance were observed. The lead was repositioned. The patient was stable following the procedure and will continue to be monitored.